Manufacturer narrative:
(B)(4). Batch # r5an94. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with one ecr45b cartridge reload loaded on the device. The reload was received fully fired. Further analysis showed that the device could not close. The device was disassembled and was noted that the spring action, of the release button not functioning, not allowing the device to closed. No functional test was performed due to condition of the device. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please explain what is meant by ¿and locked the grip and the jaw¿? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? If the stapler did deploy staples into the tissue what was the appearance of the staples? (B-formation, irregular, legs straight)? Please explain. Also, was the device locked on tissue with the jaws closed? If yes, how was the device removed (knife reverse button, manual override lever, cut from the patient, etc.)? If yes, did the jaws eventually open?

Event description:
It was reported that the patient underwent gastroplasty on the second stapler had a problem, it did not close and locked the grip and the jaw. Another stapler was used to complete the surgery.